Manufacturer narrative:
The remote service engineer (rse) spoke with customer on the (B)(6) 2023., and made a two minute fix to the reported problem. He found that someone had disconnected the speaker from the back of the central station.biomed reconnected and confirmed all was functioning as expected. Based on the information available and the testing conducted, the cause of the reported problem was a disconnected speaker - use error. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the system is not making sound when the system has an alarm. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation